Event description:
It was reported that this system with right atrial (ra) lead displayed an alert for atrial automatic threshold detected as greater than programmed amplitude or being suspended due to noise during the evoked response (ER) window and low ER levels. Technical services (ts) conducted a review of the incident, wherein undersensing of isolated atrial beats was observed on the presenting electrogram (egm). Additionally, far-field r wave oversensing was identified. The atrial lead demonstrated a slight trend indicating a decrease in atrial amplitude and an increase in atrial threshold since the time of implantation. Ts has recommended a more thorough review of this event. This ra lead remains implanted, and no adverse patient effects were reported. There have been no additional follow-ups or interventions regarding the lead at this time. Subsequently, additional information was received indicating right atrial (ra) amplitude of 0.5mv (milli-volts) with no evidence of atrial undersensing. Additionally, it was noted that there was no successful right atrial automatic threshold (raat) test with lower impedance values. The lead remains implanted, and no adverse patient effects were reported.

Event description:
It was reported that this system with right atrial (ra) lead displayed an alert for atrial automatic threshold detected as greater than programmed amplitude or being suspended due to noise during the evoked response (ER) window and low ER levels. Technical services (ts) conducted a review of the incident, wherein undersensing of isolated atrial beats was observed on the presenting electrogram (egm). Additionally, far-field r wave oversensing was identified. The atrial lead demonstrated a slight trend indicating a decrease in atrial amplitude and an increase in atrial threshold since the time of implantation. Ts has recommended a more thorough review of this event. This ra lead remains implanted, and no adverse patient effects were reported. There have been no additional follow-ups or interventions regarding the lead at this time. Subsequently, additional information was received indicating right atrial (ra) amplitude of 0.5mv (milli-volts) with no evidence of atrial undersensing. Additionally, it was noted that there was no successful right atrial automatic threshold (raat) test with lower impedance values. The lead remains implanted, and no adverse patient effects were reported. Further information indicates that this ra lead demonstrated high out of range (oor) pacing impedance measurements exceeding 3,000 ohms. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with right atrial (ra) lead displayed an alert for atrial automatic threshold detected as greater than programmed amplitude or being suspended due to noise during the evoked response (ER) window and low ER levels. Technical services (ts) conducted a review of the incident, wherein undersensing of isolated atrial beats was observed on the presenting electrogram (egm). Additionally, far-field r wave oversensing was identified. The atrial lead demonstrated a slight trend indicating a decrease in atrial amplitude and an increase in atrial threshold since the time of implantation. Ts has recommended a more thorough review of this event. This ra lead remains implanted, and no adverse patient effects were reported. There have been no additional follow-ups or interventions regarding the lead at this time. Subsequently, additional information was received indicating right atrial (ra) amplitude of 0.5mv (milli-volts) with no evidence of atrial undersensing. Additionally, it was noted that there was no successful right atrial automatic threshold (raat) test with lower impedance values. The lead remains implanted, and no adverse patient effects were reported. Further information indicates that this ra lead demonstrated high out of range (oor) pacing impedance measurements exceeding 3,000 ohms. This lead remains in service and no adverse patient effects were reported. Additional information was received indicating that the patient showed jerky movements around the device. An x-ray was performed where atrial lead was coiled around the device. Signal artifact monitor (sam) event switched vectors indicated noise on the atrial lead and atrial pacing impedance to be high out of range (oor) measuring greater than 3,000 ohms. Device was reprogramed to ventricular paced, ventricular sensed, inhibited, rate-responsive (vvir) stopping the jerky movements. Technical services (ts) recommended following up with the physician. This device remains in service and no adverse patient effects were reported.